Event description:
It was found membrane broken during first use. Blood flow rate, 117 ml/min, tmp, 120mhg. The blood loss was insignificant. No pt harm and no medical intervention was needed.

Manufacturer narrative:
Additional manufacturer narrative: internal blood leaks can occur due to damage of the hollow fibres. The root cause of this event cannot be determined at the moment. As soon as we have the sample on hand we will start the investigation. Gambro does not regard the submission of this report as an admission of liability.